Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate high voltage therapies due to post-sensed t-wave oversensing on the ventricular channel. Declined r-wave amplitude and low voltage pacing lead impedance trends were observed. The lead was capped and replaced. The patient condition is well.